Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator did not mode switch upon atrial tachycardia. The device was reprogrammed and mode switched appropriately. The patient was stable.